Event description:
Customer reported a negative result for blood on the instrument but the microscopic results were positive. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant blood results is unk.